Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient felt a "vibration" in his chest while exercising in the pool. It was also reported that the patient was "very cold and not feeling well" at the time. The lead is still in use. No patient complications have been reported as a result of this event.